Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 63 during a self-test. The customer treated their blood glucose level of 3.2 mmol/l with food and soda. The insulin pump alarmed failed battery test and pump error 63 again. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specifications range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm, failed battery alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Format history file analysis confirmed pump error 63 due to poor solder joints at u1 ambient light sensor on keypad assembly. Unit received with scratched case, fading serial number label and broken belt clip rails.